Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what were the indications for surgery? What color cartridges were used? Blue. Was buttressing material used? No. Were any issues with staple formation noted? No. How was the air leak identified and treated? What necessitated a 5 day stay in hospital? What is the current patient status?

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What color cartridges were used? Was buttressing material used? Were any issues with staple formation noted? How was the air leak identified and treated? What necessitated a 5 day stay in hospital? What is the current patient status?

Event description:
It was reported that during a video assisted thoracoscopic lobectomy on the right upper lobe, patient had and air leak post op from day one. The leak was continuous and lasted seven days. The patient had to stay an extra five days in the ICU. I certify that all information that are known/available has been disclosed.